Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the device. Provocative testing was performed and the loss of capture was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.